Event description:
It was reported that on (B)(6) 2009: the patient reported with the following preoperative diagnoses: l5-s1 internal disc derangement; l5-s1 posterior annular tear; l5-s1 stenosis; lumbar radiculopathy; intractable back and lower extremity pain. The patient has had problems with her back for several years. About 80% of her pain is in her back and 20% in the right lower extremity. X-rays and mris show pathology predominantly at the l5-s1 segment where she has disc desiccation and a broad right paracentral disk bulge as well as an apparent posterior annular tear. There is significant subarticular narrowing particularly on the right side. The patient underwent the following procedures: right sided transforaminal lumbar interbody fusion l5-s1; placement of capstone interbody device at l5-s1; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1 (sextant); posterior spinal fusion l5-s1; harvest of local bone autograft. After the left l5-s1 facet was exposed and debrided, a pledget of rhbmp-2/acs was inserted into the debrided l5-s1 facet joint along with local autograft and cortical cancellous allograft chips for posterior fusion. Upon completion of the discectomy, the appropriately sized capstone interbody device was selected, and local autologous bone was packed anteriorly in the disc space along with a pledget of rhbmp-2/acs and cortical cancellous allograft chips. The 12 x 26 mm capstone device itself was then inserted which had been filled with rhbmp-2/acs along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l5 and s1 vertebral bodies. The rhbmp-2/acs was used in the interbody space. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: right-sided transforaminal lumbar interbody fusion l5-s1. Placement of interbody device at l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1. Posterior spinal fusion l5-s1. Harvest of local bone autograft; for pre-op diagnosis of: l5-s1 internal disc derangement, l5-s1 posterior annular tear. L5-s1 stenosis. Lumbar radiculopathy. Intractable back and lower extremity pain. Per-op notes: "..the back was prepped and draped in the usual sterile fashion. Using c-arm guidance for localization, bilateral longitudinal skin incisions were made approximately two fingerbreadths from the midline, centered over the l5-s1 segment. The dilators were used to dilate over the guide pins allowing a 5.5 millimeter tap to be inserted. All pedicle tracts were evaluated . The left l5-s1 facet was exposed and debrided with an acorn bur. A pledget of bmp was inserted into the debrided l5-s1 facet joint along with local autograft and cortical cancellous chips for posterior fusion. After insertion of the screws, the rod inserter was placed over the top of the screw housings. A stab incision was made over the entrance point for the trocar. The trocar was passed and then removed. An appropriately sized rod was selected and inserted through the screws. Upon completion of discectomy, sizing of the was performed and appropriately sized capstone interbody device was selected, local autologous bone was packed anteriorly in disc space along with pledget of bmp and cortical cancellous allograft chips. The 12 x 26mm device filled with bmp and some local bone autograft. The device was recessed several mm past the anterior aspect of l5 and s1 vertebral bodies. Bmp was used in interbody space. The patient was awakened in the operating room and transported to the recovery room in stable condition."